Event description:
Treatment of an aneurysm. It was reported the balloon catheter perforated the vessel during delivery to the mca. The pt was taken to surgery for the perforation.

Manufacturer narrative:
The balloon catheter has been evaluated and did not reveal any anomalies.